Event description:
Patient was exercising with the product, paused and set upright on the product and the product ruptured. The patient fell to the floor, distance estimated at or below 65mm. Patient was immediately treated at the clinic by attending staff. The patient followed up treatment with her primary care physician. Xrays revealed no noted damage incurred from the fall.

Manufacturer narrative:
Product was discarded by user so no analysis conducted.